Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customers blood glucose level was 9.1 mmol/l at the time of incident. The customer stated that there was no damage on the battery lid nor on the missing components. The customer was advised to revert to backup plan and to replace and return the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
Blank display not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement and the displacement test.